Event description:
Consumer reports that she was having issues with the strings falling off upon removal of the tampon.

Manufacturer narrative:
Date of this submission is july 18, 2011. This closes out this report unless other additional significant info is received.